Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377845, lot# v006655, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v006655, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4) conclusion code no longer applies (B)(4).

Event description:
Additional information received from the healthcare professional reported that the doctor icon was showing. The event was due to battery depletion as the implant was inserted in 2006. The patient had new lower extremity pain and a new system was surgically implanted on (B)(6) 2014.

Event description:
It was reported that there was no telemetry with the physician programmer or patient programmer. It was noted that about 4 months ago, before thanksgiving, the patient had seen a doctor screen on the patient programmer, although the specific screen was unknown. It was noted that the patient did not bring their recharger. Additional information received reported that the patient got a power-on-reset (por) message on the charger 4 months ago and had not used it since getting that message. It was noted that the patient was not able to stay for a trickle charge and would reschedule to have the device evaluated.